Event description:
During procedure, surgeon thought the wand was not effective in shrinking tissue. Device was returned for analysis. Analysis showed that the small metal screen on the end of the wand was missing. Pt was then x-rayed and results showed screen was in shoulder tissue. No pt symptoms were evident. Physician and pt decided not to take any add'l actions to remove screen or treat pt. No further clinical sequelae.